Event description:
The surgeon has a patient who was implanted with a calaxo screw 8 months ago. Post-op the patient does not show any signs of swelling at the distal end of the tibial tunnel or graft failure. The MRI shows the graft in tack, but the calaxo screw is gone and there is tunnel widening and swelling in the tibial tunnel.

Manufacturer narrative:
Product recall initiated on august 21, 2007.